Event description:
Additional information received from the patient. It was reported that the patient's ins tried to electrocute them years ago; without adjusting it, it would shock the patient as if they were putting their finger in a light socket. They let the battery run out and they didn't have it on "since that's been 15 years" and they finally found a surgeon who was willing to take it out of them. They wouldn't put "another electric anything" inside of them.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported the following change in therapy shocking and pain. There was no trauma or falls reported related to the issue. It was noted they had met with the doctor and manufacturer representative (rep) to adjust settings but that didn¿t fix the issue. It was noted they just quit using the stimulator. The consumer hadn¿t recharged in a couple of months and had poor communication on the patient programmer (pp). It was stated the implantable neurostimulator (ins) wasn¿t communicating with the recharger or pp. The consumer had an appointment with their doctor on (B)(6) 2016. The patient was implanted for chronic low back pain and spinal pain. Additional information was received from the rep. The rep had no recollection of the shocking event and had no notes that indicated anything abnormal uncovered at the prior appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.